Event description:
Event description cpi received information that due to oversensing this endotak transvenous defibrillation lead (0062) was removed from service. A new cpi (0014) lead was added to the patient's system.